Event description:
It was reported that the long bipolar grasper instrument was found to have a broken conductor wire. Isi followed up with the initial reporter and obtained the following additional information: the customer inspected the instrument prior to starting a da vinci-assisted surgical procedure. The wire was not noted to be exposed. The cable was not broken in half. It is unknown if there was a loss of cautery or if arcing was observed. It is unknown if the instrument collided with another tool or instrument during the procedure. No fragments fell into the patient and no there was no patient injury. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.